Event description:
A report was received that the patient was having difficulty charging due to the ipg being placed at an angle. The patient underwent a revision wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.